Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose. Blood glucose reading was 216 mg/dl. Customer declined for troubleshooting for high blood glucose. High blood glucose was treated with manual injection and intravenous insulin infusion drip. Customer had high blood glucose of 1000 mg/dl when admitted to hospital for 4 days. Customer stated that every time she changed reservoir blood glucose increases. The insulin pump will not be returned for analysis.